Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized twice in a month due to high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer's blood glucose at time of call was 140 mg/dl. During troubleshooting, found a no delivery alarm in history. Customer was advised that no delivery alarms could be the cause of her high blood glucose. Customer will not be returning the device for analysis.